Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, there was a non-recoverable 26002 error on arm 2. The customer was not able to troubleshoot at the time of the call. Technical support engineer reviewed system log and noted 17 errors reported by armnet 2. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: this issue occurred during the procedure and the delay was negligible. The engineer is to come and have the arm replaced, but this has not been completed yet. A prostatectomy was being performed. Patient information was not available.

Manufacturer narrative:
Based on the claim against the product by the customer noting a nonrecoverable error on arm 2, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to reproduce the issue on site, so fiber troubleshooting would not be effective. Fse replaced both the proximal and distal set up joints (suj)s to rule them out. The fse also swapped universal surgical manipulator (usm) 1 (B)(4) with usm 2 (B)(4) should the issue occur in the future and follow to armnet 1. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. While exercising unit, a recoverable fault 25730 occurred and was recovered. The arm was exercised again and triggered the same error. It was recovered a second time and was exercised thoroughly with no error. The complaint regarding nonrecoverable fault was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the reported problem was able to be replicated on the system. The customer converted after the start of the procedure due to non-recoverable 26002 error on arm 2. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
For the proximal setup joint (suj), the error was confirmed via logs but not replicated. The suj was installed on the in-house system, and it did not trigger any errors. Next, the proximal suj was installed on the test system and passed all testing.